Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient had a loss of therapy and a return of symptoms. Patient symptoms included sudden stiffness and rigidity. The manufacturing representative thought the implantable neurostimulator (ins) was depleted due to the return of symptoms. It was unknown if the ins was on at the time of this report. The patient did not have a patient programmer and they were not able to recharge the ins. Several days later the manufacturing representative reported the patient's caregiver was able to turn the ins back on. The patient's stiffness and rigidity soon resolved with no side effects. The patient was currently doing well and was instructed to keep the ins charged. The patient's indication for use is parkinson's dual and movement disorders.